Event description:
As reported from our affiliates from (B)(6), this was a case with a 26mm sapien 3 ultra valve by transfemoral approach in aortic position. A 26mm sapien 3 ultra valve was implanted without any reported issue. However, during post-dilatation due to perivalvular leak, the valve embolized into aorta and it was necessary to prepare a new sapien 3 ultra valve. After removing the first commander delivery system, it was seen that the esheath tip was damaged; however, it was decided to use the same esheath because of the patient's situation and access was not very favorable. During the implant of the second valve, it was seen that the radiopaque marker separated in the abdominal aorta, and it was pushed to the native aortic valve with the commander delivery system. The second valve was implanted, and the radiopaque marker was left in the patient trapped between native annulus and sapien 3 ultra valve. After the implant the patient came back and everything appeared to be fine. However, the patient needed an emergency procedure during the early hours because the flow of the aorta was decreased. The patient went to the intensive care unit and died on pod 2. As per pictures received, the esheath tip was split and the liner was delaminated. Also, on cine the separated esheath radiopaque marker can be seen.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. Procedural imagery was provided, and the following observations were made: the sheath liner is partially delaminated with liner bunching at the distal end. The sheath distal tip is split. Damage was seen on sheath shaft near bunching. The sheath c-marker was seen in the patient and by the implanted valve. The complaints for sheath distal tip split, sheath liner delamination, and system component separation during use were confirmed upon review of the returned post-procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per evaluation of the returned post procedural imagery, the liner was delaminated and bunched near the sheath distal tip and the c-marker band was seen in the patient's body and finally near the valve in the annulus. Additionally, the sheath distal tip was split. Details about the patient's access vessels stated that "I do know that the access diameters were below the recommended sizing we give. I do not have the specific sizing of the vessel diameters, however." Although sizing of the vessels was not provided, the required sizing for 14f esheath is greater than or equal to 5.5mm. Per the IFU/training manual, "access characteristics such as vessel diameters less than 5.5 mm (for size 20, 23, and 26 mm sapien 3 ultra may preclude safe placement of the sheath and should be carefully assessed prior to the procedure." Additional details stated that "it's common here to use a different introducer (non-edwards product) prior to inserting a sheath. I do not know what size of introducer that was specifically used, but it is usually a 6f, 7f, or 8f introducer. They had issues introducing the small introducer which is why the balloon angioplasty was performed prior to the esheath being introduced." As an introducer of 8f (2.67mm) or less had issues being introduced, it's possible that the patients vessels were severely undersized compared to the required vessel diameter to use with the esheath. Complaint details state that the sheath damage was noticed "during the second implantation. The doctors decided to use the same (sheath) because of the patient's situation and access was not very favorable." Additional details stated that "the only damage noted was the c-marker separation. Other damage to the sheath was not noticed under fluoro." Given the nature of the patient's vessel sizes, it is possible that sheath damage occurred during usage of the first delivery system. As the sheath expanded during the advancement of the first delivery system, the vessels could create a constrained effect on the sheath increasing interaction between the delivery system, crimped valve and sheath. This could weaken and partially delaminate the liner during advancement and split the tip during expansion. However, no relevant imagery of the sheath tip or liner were provided after the advancement of the first delivery system. During retrieval of the first delivery system, the weakened/delaminated liner could bunch up and expose/weaken the c-marker. Upon insertion and advancement of the second delivery system through the same sheath, the exposed c-marker could become dislodged due to the increased interaction without a liner protecting it and move along with the delivery system in the patient. As such, available information suggests that patient factors (undersized vessel) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated b5, h6- type of investigation, investigation findings. Corrected h6- component codes, investigation conclusions. The device was not returned for evaluation. Procedural imagery was provided, and the following observations were made: the sheath liner is partially delaminated with liner bunching at the distal end. The sheath distal tip is split. Damage was seen on sheath shaft near bunching. The sheath c-marker was seen in the patient and by the implanted valve. The complaints for sheath distal tip split, sheath liner delamination, and system component separation during use were confirmed upon review of the returned post-procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. This event reports a sheath distal tip split, c-marker dislodgement, and sheath liner delamination during delivery system advancement and retrieval that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. As such, there is no risk identified for this complaint. The malfunctions reported in this case (c-marker dislodgement, sheath distal tip split, and sheath liner deamination) is already captured in edwards risk documentation as a potential cause that may lead to potential hazards in edwards' risk management system. The risks linked to these malfunctions did not occur in this case. The potential harms associated with these hazards are embolism, tissue damage, and additional percutaneous and surgical intervention. Edwards continues to monitor complaint history on a monthly basis. The complaint description states, "after valve deployment a pvl was visualized therefore it was decided to do post-dilatation. During the a post-dilatation the valve embolized into the ascending aorta , the patient had a cardiac arrest and while he was resuscitated, another s3 ultra 26 kit for the second implant was prepared. During the implant of the second implant, a detachment of the marker band from the sheath was noted. It first had remained in the abdominal aorta region, but with the rise of the commander, this piece went up to the valve and got stuck in the annulus when the second valve was deployed. After the implant, the patient hemodynamically stabilized and everything was fine apparently." Per evaluation of the returned imagery, the liner was delaminated near the sheath distal end and the c-marker band was seen in the patient's body and finally near the valve in the annulus. Complaint details state that the sheath damage was "seen only during the second implantation. The doctors decided to use the same (sheath) because of the patient's situation and access was not very favorable." Per the IFU/training manual, "the devices are designed, intended, and distributed for single use only. Do not resterilize or reuse the devices." The c-marker detachment was noticed only after the insertion of the second delivery system. It is possible that the liner was delaminated and c-marker was exposed/weakened after the retrieval of the first delivery system and/or advancement/retrieval of the bav. Details of what bav used was not provided, but a bav that is not compatible with the esheath could have a larger profile than intended to be used which could cause the liner delamination and sheath distal tip to split during advancement or withdrawal and therefore expose/weaken the c-marker bond. Additionally, upon insertion and advancement of the second delivery system through the same sheath, the exposed c-marker likely became dislodged and continued to move along with the delivery system in the patient. It is not known when the liner delamination occurred, but post-procedural imagery showed that there was slight sheath damage near the bunching of the liner. The sheath damage and liner bunching likely occurred during withdrawal of the delivery system. If the sheath was already weakened and slightly delaminated by the withdrawal of the first delivery system, a withdrawal of the second delivery system could have further degraded the sheath, resulting in the liner bunching and sheath distal tip tear. It is also possible that the bav got caught on the sheath liner, delaminating it during withdrawal. However, without further information, a definitive root cause could not be determined. Additionally, the same sheath was stated to be reused as the "patient's situation and access was not very favorable." Patient factors such as tortuosity can create sub-optimal angles during the advancement or retrieval of the delivery system. These angles can lead to non-axial alignment leading to the delivery system catching onto the liner or sheath during advancement or withdrawal and thereby weakening the c-marker or liner causing the delamination. However, without further information or patient imagery, patient factors could not be confirmed. As such, available information suggests that procedural factors (re-using single use device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates from brazil, this was a case with a 26mm sapien 3 ultra valve by transfemoral approach in aortic position. After valve deployment, a paravalvular leak was visualized; therefore, it was decided to do post-dilatation. During the post-dilatation, the valve embolized into the ascending aorta. The patient had a cardiac arrest and was resuscitated. Another sapien 3 ultra 26mm kit for the second implant was prepared. During the implant of the second valve, a detachment of the esheath c-marker band was noted. It first had remained in the abdominal aorta region, but with the rise of the commander delivery system, this piece went up to the valve and got stuck in the annulus when the second valve was deployed. After the implant, the patient was hemodynamically stable. Overnight the patient deteriorated with abdominal pain. Imaging showed absent flow from the mesenteric artery down with high flow in the upper vasculature. It was seen that the embolized valve had inversed in the ascending aorta blocking blood flow to the distal part of the aortic. A cp stent mounted on 25mm atlas balloon was placed into the sapien 3 valve to restored blood flow. When the sheath was removed, a perclose proglide closure device was used in association with compression. The patient evolved an acute femoral artery thrombosis and right femoral artery was punctured and a 7x125mm self-expanding stent was placed, but without re-establishing the flow. The patient went to the operating room with vascular surgery and had a bypass, but the limb evolved with compartment syndrome and ischemia from the hematoma and the patient died due to multi-organ failure. As per pictures received, the esheath tip was split and the liner was delaminated. Also, on cine the separated esheath radiopaque marker can be seen.